Event description:
Asr revision. Right asr hip resurfacing system. Reasons for revision: alval/soft tissue reaction. Revision being performed on (B)(6) 2012.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Right asr hip resurfacing system. Reasons for revision: alval/soft tissue reaction, noise. Date of revision: (B)(6) 2012. Update from (B)(4) email (B)(4) 2012: date of revision. Date of revision: (B)(6) 2012. Update - amended revision and surgery dates taken from claimsuite dated 16th may 2014.